Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous and de novo lesion located in the mid right coronary artery that was 80% stenosed. Pre-dilatation was performed with a 2.0 x 12 mm mini trek balloon catheter and a 2.5 x 12 mm nc traveler balloon catheter. A 2.5 x 18 mm xience prime was deployed and then a proximal edge dissection occurred which was treated with a 3.0 x 15 mm xience prime stent. Post-dilatation was performed with an unspecified balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no other patient sequelae. No additional information was provided.